Event description:
A physician reported that while treating a pt in the oral commissures on 13 may 1998, the needle "popped off" the syringe and the collagen splashed on the face of the physician's assisstant. The collagen did not splash in the eye or cause any injury to the assistant, staff, or the pt. The needle did not cause injury to any staff or the pt. No medical or surgical intervention was prescribed or planned.